Event description:
It was reported that catheter was used in subclavian vein for 12 days. Device was withdrawn due to leakage. It was reported that due to leakage, drugs were not effective. During withdrawal of catheter, it broke into two pieces. Surgical intervention was required to retrieve distal portion. It is unknown if device will be returned. No pt complications were reported.